Event description:
It was reported that a farawave catheter presented the luer detached and started leaking. During the first pfa shots, the doctor realized that the purge tubing had broken and was leaking onto the surgical fiels. The catheter was replaced, the problem was resolved, and the procedure was completed properly, with no consequences for the patient. The catheter is retained by the costumer.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device was not returned for analysis, however, images of the device were provided for investigators. When they examined they picture they were able to confirm that the flush luer was detached from the catheter. Because of the lack of a device return the allegation of leaks could not be validated. The most likely cause of the luer detachment was determined to be a manufacturing defect.

Event description:
It was reported that a farawave catheter presented the luer detached and started leaking. During the first pfa shots, the doctor realized that the purge tubing had broken and was leaking onto the surgical fiels. The catheter was replaced, the problem was resolved, and the procedure was completed properly, with no consequences for the patient. The catheter is retained by the costumer.